Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿failed upstream occlusion test' was not reproduced. The device was tested for flowline for ultrasonic sensor upstream occlusion test and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed upstream occlusion test during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.